Event description:
Bedside rn went to complete a trach change with both mom and dad at the bedside. Bedside rn opened a new trach box and prior to completing the trach change, typical trach checks were complete, including assessing the pilot balloon and trach cuff. Upon inflation, the cuff did not inflate to the proper size after inserting appropriate amount of sterile water. Rt was at the bedside and now looking for a new trach as there is now a delay in completing the weekly trach change occurred and patient will have to wait till tomorrow. This is the fourth failure of the same type of product from the same manufacture. FDA safety report ID # (B)(4).